Event description:
It was reported the patient had lactosorb plates implanted on (B)(6) 2011. On (B)(6) 2011, the patient presented to the surgeon's office with the plate exposed in the mouth through the original incision site. The surgeon removed the plates on (B)(6) 2011.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Three plates were explanted in the same surgery, see mdrs 1032347-2011-00118, 1032347-2011-00119 and 1032347-2011-00120.